Manufacturer narrative:
New questionable results were alleged for 1 patient on a cobas 6000 c501 module. Patient 3: on (B)(6) 2024 the na initial result was 122 mmol/l and the repeated result was 79 mmol/l. A new sample was taken from the patient (patient 3) and it was tested with the blood gas instrument. The na result was 141 mmol/l. The sample was tested on another cobas module and the na result was 142 mmol/l. The sample was retested and the na results were 138 mmol/l and 116 mmol/l. The field service representative replaced the syringe assembly and the ultrasonic mixer. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue. Medwatch field b6 relevant tests/laboratory data was updated.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. A precision test was performed with the alleged sample from patient 1 and the results were 133 mmol/l, 139 mmol/l, 139 mmol/l, 139 mmol/l, 140 mmol/l, 140 mmol/l, 141 mmol/l, 141 mmol/l, 139 mmol/l, and 141 mmol/l. The field service representative replaced the solenoid valves, the electrodes (na, k, and cl), the reference electrodes, and the reference solution. Ise checks and primes were performed and the results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample and questionable na electrode and k electrode results for 1 patient sample on a cobas 6000 c501 module. Patient 1: the initial na result was 120 mmol/l. The sample was repeated on another module and the result was 140 mmol/l. The sample was retested on the same module as the initial result and the result was 140 mmol/l. This result was reported outside the laboratory. Patient 2: on (B)(6) 2024 the initial na result was 120 mmol/l and the repeated result was 136 mmol/l. The initial k result was 3.3 mmol/l and the repeated result was 4.1 mmol/l. The repeated results were obtained on another module.